Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for ventricular tachycardia (vt) which the device classified as supra ventricular tachycardia (svt). The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.